Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited episodes of over-sensed noise. The pacemaker was reprogrammed and was then explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues and battery was at normal range. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and within expected longevity. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.